Manufacturer narrative:
The customer replaced the touchscreen to resolve the issue.

Manufacturer narrative:
Patient involvement is unknown, however no patient harm was reported.

Event description:
The customer reported that the touchscreen on the right side of unit is not working and is unable to perform touchscreen calibration. The customer would like the part number for a replacement touchscreen. Patient involvement is unknown, however no patient harm was reported. The remote service engineer provided the part number for the replacement touchscreen.